Event description:
Incident as reported: laparoscopic appendectomy- "surgeon attempted to go in optically umbilicus. He hit a vessel in abdominal wall. Blood and fluid got into obturator tip - we exchanged the obturator for a new one as the tech could not clean it out. He attempted to go in optically again, and, again, fluid and blood filled the tip of the obturator. He was having difficulty advancing the trocar each time he tried. The screen went red, visibility was lost - he cleaned off scope while abdomen filled with gas, when he went back in with the scope there was blood all around the omentum. He turned to me and excused me from the room. I was not able to witness how the case proceeded, but gained facts from surgeon and staff after the case. Hemostasis was established after a liter of blood loss."

Manufacturer narrative:
Incident device will not be returned to manufacturer for review. The manufacturing details will be reviewed and a follow-up report will be issued with 30 days or upon completion of investigation.